Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that flaps are measuring on the thick side. Additional information has been requested. There are two related reports for this event. This report addresses the statement that flaps are measuring thick and another manufacturer report will be filed for a specific patient reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. After this event during technical onsite visit the field service engineer (fse) verified the cuts. No abnormalities were found. The system meets specifications per service installation record. Review of the logfile for the whole treatment day shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed successfully. The reported treatment could be identified in the logfile. The user operated surgeries with the recommended settings. The energy was stable during that day. No relevant deviation between planned and performed energy is detectable. No abnormality regarding z-offset setting can be identified. No technical root cause could be detectable during logfile review. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).